Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. H4: device manufacturer date is unknown.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device will not be returned to zoll for evaluation.